Event description:
It was reported that this lead was capped and left in patient due to oversensing with inappropriate shocks. A new lead was implanted. The incident took place in (B)(6) 2021 but the exact date is unknown. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.